Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not allow medication flow during infusion. The device was filled with 4500 mg piperacillin/tazobactam in 100 ml of 0.9% saline for a total fill volume of 100 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured (B)(6) 2016. The device was received for evaluation. Visual inspection noted excess drug precipitate in the solution of the bladder and very viscous solution. Functional flow test was performed and within two minutes the slow drip had stopped. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be due to drug solution. However, the device was found to be conforming to specifications as no device malfunction occurred. Should additional relevant information become available, a supplemental report will be submitted.